Event description:
Failure to maintain vacuum not sucking anything out of the wound. Nothing on the display. No alarms or noise.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go rental device. The complaint was not confirmed, as no device was available for evaluation within a reasonable time frame for the closure of the complaint. The complaint deems a device with no suction, nothing at the display and no alarm. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. A possible root cause for the pump not triggering an alarm may include: a blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. A blockage alarm will be triggered if an obstruction is detected between the clp (controlled leak pathway) and canister, or if the canister is full. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. A leak alarm will be trigger if the system detects a significant leak (>0.7 l/min for more than 1 minute).